Event description:
Caller reported a cgm error 42 and managed to shut off pump but needed help getting it out of storage mode. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the error did not reappear, and caller successfully started their sensor session.